Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device triggered power on reset parameters, including "write to locked ram" error. The device will be reprogrammed and is still in use. No patient complications were reported as a result of this event.